Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a hurricane rx biliary balloon dilatation catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2011 (patient age, gender, and weight are unknown). According to the complainant, during the procedure, the balloon ruptured at 8atm inside the patient. No pieces of the balloon detached inside the patient. The procedure was completed with another hurricane rx biliary balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). Visual evaluation of the returned complaint device revealed the balloon portion of the device to be torn longitudinally. No defects were noted to the catheter of the device. The complaint that the balloon burst was confirmed. The most probable root cause for this event is operational context; this failure occurs when procedural factors encountered during the procedure limit the performance of the balloon (e.g., the balloon comes into contact with a sharp exterior source). A search of the complaint database revealed that no similar complaints exist for the specified lot.